Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a defaulta device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle eclipse 25x1 rb was clogged. The following information was provided by the initial reporter: "flow occlusion".

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that needle eclipse 25x1 rb was clogged. The following information was provided by the initial reporter: "flow occlusion".